Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. The noise could be reproduced through arm movements. Other electrical values were stable. Device reprogramming was performed.

Manufacturer narrative:
(B)(4).